Manufacturer narrative:
Continuation of d10: product ID 8578, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type catheter, product ID 8709, serial# (B)(6), implanted: (B)(6) 2006, product type catheter, section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 16-aug-2020, UDI#: (B)(4) ; product ID: 8709, serial/lot #: (B)(6), ubd: 07-jun-2008, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 776.7 mcg/day) via an implanted pump. The patient reported increased spasticity. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The pump logs were checked and there were no concerns. A dye study was unsuccessful. They were unable to aspirate. The patient was taken to surgery and during the procedure, there was no flow from the catheter before disconnecting it from the pump. The physician first cut the catheter in the pump pocket distal from the pump and there was no flow. The physician then opened the spinal incision and trimmed the catheter multiple times, starting on the proximal/pump end of the catheter, until csf (cerebrospinal fluid) was successfully dripping. The pump and a portion of the catheter were replaced. A revision kit was used to revise the catheter. After attaching the revised catheter to the new pump, the physician aspirated successfully. The new pump dose was decreased 30%. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
H3 ¿ analysis of the returned catheter found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.